Event description:
It was reported that the pt came in for routine f/u. The pt had atrial fibrillation with rapid ventricular rate. The device initially diagnosed svt but inappropriately delivered hv therapy. The device was reprogrammed and will continue to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.